Event description:
It was reported that the customer was receiving a no delivery alarm. Customer's blood glucose level was 300 mg/dl. Customer changed the site and is still receiving the alarm. Customer performed a 5.0u fixed prime and the insulin did not exit and the pump alarmed no delivery. Customer pushed insulin through the tubing and reported that the insulin exited the tubing. Customer ran the manual prime again and the insulin exited. Customer was advised to remove the set. It was found that the reservoirs were expired. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by the set-reservoir occlusion. Customer stated that she did not know the reservoir was expired. Customer wil be sent replacement supplies as a courtesy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).